Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump system. Specific pump drug information was not reported. It was reported that, following a pump replacement procedure on (B)(6) 2023 due to the pump reaching its elective replacement indicator (eri), the patient began to develop issues with baclofen withdrawals and began to have issues with hallucinations. On (B)(6) 2020, the patient was admitted to the hospital from the emergency department. A dye study was performed on (B)(6) 2020. The catheter access port (cap) was accessed and 2ml of fluid was aspirated out of the catheter. Then, a total of 9ml of dye was injected through the cap and the catheter was traced from the pump to the intrathecal space. There were no leaks/breaks identified along the length of the catheter and the contrast was identified leaving the end of the catheter into the intrathecal space. The patient was monitored prior to being taken back to her inpatient room. No complications were noted and the patient's dose was adjusted. The patient was discharged on (B)(6) 2020. The patient's intrathecal dose was gradually increased and the patient's issues resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Event description has been updated/corrected: information was received from a healthcare provider (hcp) regarding an implanted infusion pump system. Specific pump drug information was not reported. It was reported that, following a pump replacement procedure on (B)(6) 2020 due to the pump reaching its elective replacement indicator (eri), the patient began to develop issues with baclofen withdrawals and began to have issues with hallucinations. On (B)(6) 2020, the patient was admitted to the hospital from the emergency department. A dye study was performed on (B)(6) 2020. The catheter access port (cap) was accessed and 2ml of fluid was aspirated out of the catheter. Then, a total of 9ml of dye was injected through the cap and the catheter was traced from the pump to the intrathecal space. There were no leaks/breaks identified along the length of the catheter and the contrast was identified leaving the end of the catheter into the intrathecal space. The patient was monitored prior to being taken back to her inpatient room. No complications were noted and the patient's dose was adjusted. The patient was discharged on (B)(6) 2020. The patient's intrathecal dose was gradually increased and the patient's issues resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.